Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted for the treatment of a type ia endoleak in an endurant stent graft system. Aaa diameter measured 60mm, the proximal aortic neck diameter measured 27mm to 30mm with a neck length of 10mm. Min neck angulation noted at 15 degrees. Localized calcification was observed at the seal zone. Intentional bilateral renal coverage was performed due to patient history. It was reported at the end of the index procedure a type ia endoleak was observed. Per the investigator, the cause of the event is device (endograft and heli-fx) and procedure related. No additional clinical sequelae were reported and the patient will be monitored.